Manufacturer narrative:
The blade broke during a shoulder arthroscopy procedure. We were not provided the circumstances in which the blade broke, but the blade was manually removed from the shoulder space. The procedure continued without further incident. An post surgical x-ray was taken to ensure that all of the blade was removed. The sample was received and evaluated. The blade was broken just above the handle insert slot. We did not receive the blade handle. Samples taken from stock were evaluated and the issue could not be duplicated without placing excessive pressure on the blade. This blade is a component in a custom surgical pack. The device is a bard-parker carbon steel blade from aspen surgical products. They have been notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is required.

Event description:
The blade broke during use and was retrieved from the surgical site.